Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient was symptomatic of infection. The implantable cardioverter defibrillator system was extracted on (B)(6)2022. The status of the patient was unknown.

Manufacturer narrative:
Correction: d1, d4 , h4 - updated device information due to correction in device serial number.